Event description:
It was reported that the patient presented in-patient in hospital. During interrogation, it was noted that the left ventricular lead was found dislodged and causing failure to capture. The reported lead was explanted and replaced on (B)(6) 2022 during a generator changeout procedure. The patient was in stable condition.

Event description:
It was reported that the patient presented in-patient in hospital. During interrogation, it was noted that the left ventricular lead was found dislodged and causing failure to capture. The reported lead was explanted and replaced on (B)(6) 2022 during a generator changeout procedure. The patient was in stable condition.